Event description:
Customer reported that he received a button error alarm on his insulin pump. Customer stated that he was mowing the grass and sweating more than usual. Blood glucose value is 74 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.